Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the left ventricular lead exhibited loss of capture. The lead had dislodged. The lead was explanted and replaced. There were no patient consequences.